Event description:
Report was received from surgeon regarding the attune ms insert. Report included 195 knees. Below adverse events were included. The indication for surgery/ reason for mua was post operative knee stiffness in all cases. Patient ID: (B)(6). 77-year-old female. 157cm and 63 kgs. Doi (B)(6) 2023 underwent a mua on (B)(6) 2025 on her left knee. Implants: unk attune knee patella. Unk attune knee tibial tray. Unk attune femoral component. Unk attune tibial insert. Unk bone cement. Patient ID: (B)(6). 59-year-old male. 177cm and 98 kgs. Doi (B)(6) 2023 underwent a mua on (B)(6) 2025 on his right knee. Implants: unk attune knee patella. Unk attune knee tibial tray. Unk attune femoral component. Unk attune tibial insert. Unk bone cement. Patient ID: (B)(6). 64-year-old male. 185cm and 90 kgs. Doi (B)(6) 2023 underwent a mua at two months for post operative stiffness ((B)(6) 2024) (bilateral) on his left knee. Implants: unk attune knee patella. Unk attune knee tibial tray. Unk attune femoral component. Unk attune tibial insert. Unk bone cement. Patient ID: (B)(6). 64-year-old male. 185cm and 90 kgs. Doi (B)(6) 2023 underwent mua at two months for post operative stiffness ((B)(6) 2024) (bilateral) on his right knee. Implants: unk attune knee patella. Unk attune knee tibial tray. Unk attune femoral component. Unk attune tibial insert. Unk bone cement. This complaint (B)(4) reports patient ID: (B)(6) and patient ID: (B)(6), while related complaint (B)(4) reports patient ID: (B)(6) and patient ID: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.